Event description:
A patient reported they were experiencing test strip holder issues while testing their bg level. Their test strip holder allegedly would not stay in place during testing and made it very difficult for the patient to get accurate readings. The result on their meter was 44 mg/dl, and after retesting 123 mg/dl. The time difference between patient's meter readings were unknown. No treatment was reported. No further information has been reported. No serious injury or allegation of harm.